Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with mentor smooth round high profile 500cc saline breast prostheses developed baker grade IV capsular contracture in both of her breasts. The patient reported that her breasts were extremely hard and that she was suffering from severe pain. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.